Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Follow-up # 2 [date of submission (B)(4) 2013]-device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2013 with the following findings: the pump history from the time of the event was not available due to continued use. The pump was evaluated and found to be delivering insulin accurately. Insulin delivery totals correctly reflected programmed values. The pump was exercised for 24 hours with no issues.

Manufacturer narrative:
(B)(6).

Event description:
A family member reported that the patient's blood glucose (bg) has been erratic for two weeks, and has gone as high as 30 mmol. The family member stated that the patient awoke the morning of (B)(6) 2011 with nausea, increased thirst, increased urination, increased hunger, and irritability. He stated that the site has been changed, without resolution to erratic bgs. He stated that the bgs have been treated with boluses delivered via the pump, and bgs will go down but then will increase again. Customer support reviewed the pump with the family member, and found that all settings are correct and histories match appropriately. Customer support concluded that there were no issues with the pump, and recommended that the patient change insertion sites and contact his health care provider to discuss settings. Upon follow-up with the family member on (B)(6) 2011, it was reported that changes to the pump settings had been made, and the patient's bgs had resolved to target range. The pump is not being returned at this time; there has been no further reported incident. This complaint is being reported due to the patient's alleged hyperglycemic event while using insulin pump therapy.